Manufacturer narrative:
D4 ud I#: corrected. No product has been returned and therefore a root cause cannot be determined without the sample. No lot was provided so a lot history review could not be performed. Part number sa25en80ztz261n has been manufactured twice for one-piece lots. Once in may 2025 and once in september 2025. There were no anomalies identified for either of the two lots.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that after normal use, the foam cuff of the cannula became deformed. As a result, the patient experienced pain and a significant feeling of pressure, rendering the cannula unusable. There was patient involvement.